Event description:
In a laparoscopic right colectomy procedure, after the plcr75b reload had been fired via a plc75 stapler, it was observed that the firing was incomplete. The reload had only partially cut and partially stapled the tissue. In addition, the knife was left exposed. Another reload was subsequently used to complete the procedure.

Manufacturer narrative:
The reload has not been returned to the manufacturer. The manufacturer is continuing efforts to determine the status of the device. If the device can be located, it will be returned for eval, and the results will be included in a follow-up report.